Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her doctor wanted her to call the helpline because for the last 2 days, there was no reason for it. Customer stated that she has changed her set 5 times in the last 2 days. Customer's blood glucose started going high at 10:30 am on (B)(6) 2013. Customer's blood glucose was 419 mg/dl. Customer stated that her blood glucose went up to 756 mg/dl. Customer treated with a shot. Customer's blood glucose was later 229 mg/dl but it dropped to 50 mg/dl when she treated with a shot of 3 units. Customer's current blood glucose is 297 mg/dl. Customer stated that she took injections. Customer found low reservoir alarms and two no delivery alarms in the alarm history. Customer did not have the tubing clamp. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change.